Event description:
It was reported, that the device exhibited an error air in line. When no air is present. There was unknown patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated. The pump was found to have a delaminated downstream occlusion (dso) seal, but the air in line error could not be duplicated during air detection testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal, updated software, reset the unit to standard configuration, and performed dso/upstream occlusion (uso) sensor calibration. The pump passed all functional tests and performed as intended after repair. H2) correction: there was no patient involvement. A1-a2 and a4-a6 corrected. B6-b7 corrected. H6 f code corrected from f26 to f27.